Manufacturer narrative:
On (B)(6) 2015 - device normal with no errors upon interrogation prior to explant, but physician wanted to proceed. Explant performed on (B)(6) 2015.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. At a next step the returned data were thoroughly analyzed revealing an elevated current consumption draining the battery. This led to the clinical observation. However, based on the information available for analysis the root cause of this high current consumption could not be determined. An analysis of the pacemaker would be necessary for a root cause investigation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The data available for analysis revealed that the clinical observation resulted from an elevated current consumption. For a root cause investigation an analysis of the device would be necessary.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker could be properly interrogated and the memory content could be read out. The returned data and the pacemaker memory content were thoroughly analyzed. The inspection of the memory content revealed an elevated current consumption between the (B)(6) 2014 and the (B)(6) 2015, thus draining the battery. This led to the clinical observation. The current consumption afterward returned to normal values. The battery status was found to be 50%. At a next step the pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. Furthermore, the current consumption was monitored over four weeks and did not show any abnormality. In conclusion, the review of the quality documents confirmed a regular device manufacturing. The analysis of the memory content showed a temporarily elevated current consumption, confirming the clinical observation. However, the current consumption returned to normal after the (B)(6) 2015. During analysis the device proved to be fully functional. There was no indication of a device malfunction. In particular the current consumption was as expected. Despite the exhaustive analysis, the root cause of the temporarily elevated current consumption could not be determined.

Event description:
A clinician called to state she'd received an error message after interrogating this device noting a battery depletion was detected. She had also gotten this message on the previous follow-up on (B)(6). At that point, the device remained implanted. (B)(6)n2015 - patient returned to office for follow-up. Another battery depletion detected message was reported. This device will be replaced at a later date and this now meets FDA reporting criteria.